Event description:
It was reported that the patient had experienced problems with his device. It had shocked him in his stomach and caused him to throw up. The patient stated that he had the device for 1 1/2 years until a manufacturer representative fixed it. The patient had been programmed 25-50 times, and had 39 pages of reprogramming, before the representative started over and reprogrammed him in (B)(6) 2011. After the reprogramming he could "access all areas separately." It was reported that before he was reprogrammed he was on 14 different medications and slept all day.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Adaptor: model 3550-31, lot# n238062, implanted: (B)(6) 2010, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).